Event description:
Customer reportedly received the following results a year ago on the aviva system within 10 minutes: 501 mg/dl and 121 mg/dl. Customer no longer has strips used in this comparison; will not be returned. No adverse event reported. No product to be returned; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.